Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter. The balloon latex was found to be ruptured longitudinally from distal winding to proximal winding. The latex edges did not seem to match at the ruptured region. No other visible damage was observed from the catheter body or balloon windings. A device history record review was completed and documented that the device met all specifications upon distribution. The report of "balloon would not inflate" was confirmed as the balloon was found ruptured and the latex edges did not seem to match at the ruptured region. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. It is unknown if user or procedural factors contributed to this event.

Event description:
It was reported that before use, the balloon would not inflate. No patient involvement.